Manufacturer narrative:
The batch record review for radiesse(+), lot: a00221030, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch: a00221030) and no similar events were noted. This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). Off label use of device and product preparation issue were coded for formal reasons only. Injections into the cheek, pre-auricular, and chin are no approved indications for radiesse(+) in us. Dilution of radiesse(+) with lidocaine and normal saline for injection into the cheek and pre-auricular is not approved based on currently valid us instructions for use leaflet of radiesse(+). Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a 55-year-old male patient. The patient was injected with radiesse(+) into the cheek, chin, pre-auricular (off label use of device), gonial angle and jawline for contouring and collagen stimulation, on (B)(6) 2025. Batch number was reported as a00221030 (expiry date: 26-mar-2027). The batch record review was received and the lot number for radiesse(+) was confirmed as a00221030 (expiry date: 26-mar-2027). A lot search in the global safety database was conducted. Radiesse(+) was hyper diluted (reported as hd, product preparation issue, off label use of device) for the treatment of cheeks and pre-auricular. A total of 4 syringes of radiesse(+) were used for treatment, with 3 syringes of radiesse(+) used for injection into the chin, gonial angle and jawline. The remaining syringe, a total of 1.5 ml of radiesse(+), was diluted with 1 ml of 1% lidocaine and 3 ml of 0.9% of normal saline for a total of 5.5 ml of diluted product for injection into the cheeks and pre-auricular. Radiesse(+) was injected using a 25 g, 5 cm cannula. Anesthesia was given. The patient was concomitantly injected with a total of 88 units of daxxify (ambiguously reported as 58 units) into the forehead and glabella, on (B)(6) 2025. Batch number was reported as r1070603 (expiry date: jul-2024). He was injected with 64 units into the forehead and with 24 units into the glabella. The patient's tolerance was good. On (B)(6) 2025, after the radiesse(+) injection, the patient experienced a vascular occlusion (reported as vo). The patient went to a different practice in the area who identified the vascular occlusion and sent the patient to the emergency room (reported as ER), as that practice was unsure of the treatment protocol. The injecting provider saw the patient on (B)(6) 2025 (reported as on both days, wednesday and thursday), and the patient was injected with hylenex. Due to the provided information, the outcome of the event was considered as unknown.